Event description:
Customer reported that the paramedics were called and he was hospitalized due to high blood glucose. The blood glucose reading at the time of hospitalization was 669 mg/dl. Customer stated that he was having chest pains prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No unexpected no delivery alarms or max delivery alarms noted.